Event description:
Additional information received: it was reported that a snare was used to remove the balloon fragments from the patient. All fragments were retrived.

Event description:
It was reported that a lesion in the mid lad exhibiting 90% stenosis, moderate calcification and tortuosity was being treated. Resistance was met when removing balloon and when coming into the left main. The shaft separated inside the guide catheter but the balloon was identified in the left main. The physician was able to pull back the balloon fragment by pulling back on the coronary wire until it was in the distal end of guide. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (based off information available no root cause can be determined); none (no device received for evaluation); no results available since no evaluation was performed. Conclusion results: unable to confirm complaint (no device or procedural images received for evaluation). (Based off information available no root cause can be determined). (B)(4).